Manufacturer narrative:
The taper adapter was still assembled in the modular head and no attempt was made to separate these components. The taper adapter showed evidence of light wear and discoloration from contact with the stem. This report submitted (B)(4), 2011.

Manufacturer narrative:
Implanted date - (B)(6) 2007. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, (B)(4) states, "intraoperative or postoperative bone fracture and/or postoperative pain." (B)(4) states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This is MDR two of two (1825034-2011-00638 through 00639) for this event. (B)(4).

Event description:
It was reported that patient underwent total hip arthroplasty in (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2011, due to pain and elevated cobalt/chromium levels. The modular head and taper adapter were removed and replaced.